Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. There was no evidence to review in the device's event history log. Troubleshooting was performed and the reported issue was duplicated. The pump failed and displayed primary audible alarm post. It was determined that the cause was due to the speaker disconnecting from the interconnect pcb and assembled upside down with damaged speaker wires. As a result, the speaker was tested/replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H6: health effects corrected.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an acu watchdog failure and a primary audible post alarm.  No adverse patient effects were reported by the customer.